Event description:
The complaint is issues loading testing cassettes. The initial technical failure was attributed to a mechanical hardware failure (av assembly). Logs were pulled from the pump, and it was confirmed that the pump was experiencing failures accepting testing cassettes. While the pump was in the decontamination/return process; it was noted that the pump was excessively dirty and required extra cleaning to conform to the decontamination/cleaning standards. During testing, the pump was able to load testing cassettes with no error messages and was able to pass a final acceptance test with no failures. Internal investigation was performed and found the fva valve pins and loading pins to have foreign substance on the moving surfaces. It is believed that the extra extensive cleaning of the pump was able to free up the fva pins so that the pump was able to function properly during testing. The fva pin lip seals and loading pin lip seals will be replaced to ensure overall functionality and then the pump will undergo all necessary functional testing.

Event description:
The following has been reported: this pump is giving us the same error message while loading new tubing into the pump not allowing it to be programmed, "tubing set misloaded". Even after getting new IV tubing 3 times, set0013-25, this error message still came up. The bedside nurse ended up getting a new pump. Sensor was cleaned by bedside nurse and the pins move freely. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) . Originally assessed on 03/27/2024 as not reportable based on all known information at that time. Logs received 04/25/2024 and became fresenius kabi's initial awareness of information regarding a malfunction that were it to recur could potentially cause a sentinel event. An active infusion was not stopped (per a review of the logs). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.